Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with moderate tortuosity and heavy calcification. Intravascular ultrasound (ivus) and pre-dilatation was performed with a non-abbott ivus-integrated balloon catheter; however, resistance was met with the calcification during advancement of ivus. The 3.0 x 15 mm xience v stent delivery system (sds) was advanced to the lesion; however, when the sds was pulled proximally to position the stent, resistance was met with the lesion, and the stent dislodged from the sds balloon. A snare device was used to retrieve the stent, and a new 3.0 x 15 mm xience stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. The middle and distal ends of the dislodged stent had bent struts. The proximal end of the dislodged stent was mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube 21 centimeters distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The stent outer diameter measurements were not taken due to the damage noted to the dislodged stent. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the reported failure to advance and resistance during retraction of the sds. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. It was reported the sds was attempted to be re-positioned in the lesion and resistance was encountered. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Subsequent interaction of the sds within the patient anatomy would have then led to the stent dislodgement. Additional treatment was used to remove the dislodged stent from the patient anatomy which likely contributed to further damaging the stent. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement or difficult to remove for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).